Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of drawer cable. A field service engineer reseated the drawer cable and replaced the pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the issue persisted even after rebooting the station. There was a delay and issues with getting medication for the patient. There were no adverse events or injuries reported based on this incident.